Event description:
This report is based on information provided by the service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while at the bench, the charging port center pin was observed physically damaged and missing. There were no patient involvement and no impact reported.